Event description:
It was reported the numbers on the customer's insulin pump were continusously scrolling and the buttons were sticking. The customer's blood glucose was 10.6 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.